Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose level was impacted above 600 mg/dl. It was indicated that the customer took a manual injection to stabilize high blood glucose level. The customer stated already consulted with health care provider regarding alternate insulin therapy.